Event description:
Ms. (B)(6) was on our memory care unit where she visits frequently. She was coming out of one of the other resident's room when she lost her footing and fell. She did have her walker (assistive device) with her and it is unk what caused the fall.